Event description:
We received notification on 04/05/2011 that the patient with this lead passed away suddenly on (B)(6) 2011. No other information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).